Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the boston scientific field representative called technical services (ts) because the patient had presented at the emergency room (ER) due to several strokes. An x-ray had been performed, where the physician confirmed the insertable cardiac monitor (icm) device was no longer implanted. The physician believed the patient had extracted their icm device on their own and wanted to know when the last device data had been transmitted to the server. Ts discussed the last clear qrs signals had been recorded a few weeks ago; subsequently, the icm device exhibited distorted signals within the presenting subcutaneous electrocardiogram (s-ECG). Many false positive pause events had been stored due to loss of signals and flatlines, ts suspected the icm device had been removed around this time. The patient was subsequently discharged from the hospital. Available evidence suggests loss of signals and flatlines resulting in false pause event storage occurred because the icm device was no longer implanted. Furthermore, symptom that was reported is result of a patient condition and is not device related. No adverse patient effects were reported. This icm device has not been returned.